Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect event. A specific cause for the driveline disconnect observed in the submitted log files could not be conclusively determined. Data from the reported event date of (B)(6) 2025 was reviewed in the submitted log files. The submitted controller event log file for the patient's primary controller ((B)(6)) captured a pump stop due to the driveline being disconnected at 09:54:01. Whether the disconnection of the driveline was due to the patient dropping their controller could not be conclusively determined, as the specific time of the event was not provided and the driveline may have been disconnected only for the purpose of the controller exchange. The pump remained off until the driveline was reconnected to the patient's backup controller ((B)(6)) at 10:15:39, captured in the additional submitted controller event log file following the controller exchange. The pump appeared to ramp back up to the stored patient speed and resumed operation without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-049770, with no further related events reported at this time. The relevant sections of the device history records for mlp-049770 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline disconnect/pump stop alarm after they dropped their system controller on the ground. The patient was not sure how long the pump was off. The patient underwent a system controller exchange when the emergency medical services (ems) arrived around 10:55 on (B)(6) 2025 and the patient switched to the backup system controller successfully. The patient's current system controller's green light was not on, but the patient stated they felt fine. The patient had driveline disconnect, low flow, and pump stop alarms. The event log files for (B)(6) captured routine events up until (B)(6) 2025 at 09:40 until 09:43 where there was multiple power cable disconnect events noted on the black power lead. There were a couple more reconnects and disconnects on the black power lead noted, then (B)(6) 2025 at 09:54, the driveline showed it was disconnected until the system controller was powered down. The event log files for (B)(6) captured routine events in the brief data capture. According to the log files, it showed the system controller was connected around 10:15 on (B)(6) 2025. Technical services stated it appeared the equipment was functioning as intended after the system controller exchange.